Manufacturer narrative:
Medtronic representative went to site to test the equipment. Representative reported that door switches and cable track were checked. Performed an invalidate home and multiple 3d image acquisitions. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was unable to perform a 3d image acquisition. When attempting to performing a 3d image acquisition, the system would start and make a clunk noise but would not perform image acquisition. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the reported issue was found to have been filed inadvertently as a medtronic representative reported that the imaging system serial number is a system that is not for clinical use.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.